Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what were the indications for surgery? Lung cancer- redo case. What was the estimated width of compressed vessel? Unknown, but not overly wide or thick. Can it be confirmed that the entire width of compressed vessel was proximal to cut line? Yes; was within the appropriate lines. Can it be confirmed that there was no extraneous tissue within jaws distal to cut line? Yes; they checked prior to firing. Does the surgeon wait 15 seconds prior to firing? Yes, approx, as they closed instrument and reposition camera and instruments to make sure nothing else is in the way or behind etc. Please describe staple form on visible staples. B formation on proximal and distal. What is the current patient status? Patient was discharged.

Event description:
It was reported that fired reload on the pulmonary vein; sounded and felt normal. Upon removal of the stapler and moving around it started to bleed. Then it opened completely and it seemed as only staples fired at proximal and distal end of the reload. Middle ¿pushers¿ on reload dont¿ seem out as far as the others in it. Patient lost 4 l of blood, and briefly arrested (2 min) they converted to open and were able to suture it and finish the case. Patient was doing fine overnight and in the morning. They planned to "excubate" her this morning. It should be noted that the firing of the pvs stapler on the pa right after was perfect with no issues on staple line or in firing the device. Surgeons question, could the reload have not been in properly or would it not have locked out; could the staples in middle not have fired at all or would it not have locked out.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r59v3w. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with two reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.